Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released after depressing the plug deployment button. When the device was removed, the plug partially fell out of the exoseal vcd shaft, and it was found partially deployed and partially stuck on the shaft. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. A non-cordis vascular sheath with the same size was used. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and the puncture site did not have visible calcium/plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual compression. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug was not fully inside the shaft. Additionally, the indicator wire was not visible when the device was removed. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. No plug was returned, and the indicator wire was fully retracted. A non-cordis catheter sheath introducer (csi) was returned with the device inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit, denoted a complete deployment state. The dimension of the delivery shaft inner diameter (ID) was reviewed. During the analysis it was confirmed that the dimension of the ID was within specification. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty - partial deployment¿ was not confirmed since the unit was received in the deployed state. The conditions of the indicator window position (black/red/white), deployment lever (fully depressed), and the fact that the plug was no longer in manufacturing position while the indicator wire was fully retracted indicates that no manufacturing issue was related to the reported event as these conditions are the expected to be present when a unit has been deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Therefore, no manufacturing related defect or anomaly could be contributed to the event as reported. Concluding, that no corrective or preventive actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released after depressing the plug deployment button. When the device was removed, the plug partially fell out of the exoseal vcd shaft, and it was found partially deployed and partially stuck on the shaft. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. A non-cordis vascular sheath with the same size was used. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and the puncture site did not have visible calcium/plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual compression. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug was not fully inside the shaft. Additionally, the indicator wire was not visible when the device was removed. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.